Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 16, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: partial return as no lens was received. The device was inspected under magnification. The complaint device was received with the plunger rod fully advanced. Viscoelastic residue could be observed distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The handpiece assembly was inspected and no issues were identified. The plunger rod was inspected and no issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a trailing haptic which was almost completely cutoff. The iol was fully inserted into the patient¿s right eye. The iol was then removed. A backup lens of the same model and diopter was used to complete the procedure. There were no patient injuries such as capsule tear, incision enlargement or vitrectomy. No prescribed medications to prevent permanent impairment. The patient is doing well. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.